Event description:
The advocate alleged the customer had received high blood glucose and control test readings. While troubleshooting, she performed control tests and received a result of 239 mg/dl. The normal control range was 106-146 mg/dl. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.